Manufacturer narrative:
H7. Correction to include information in h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6), product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was recieved from the patient receiving intrathecal hydromorphone via an implantable pump for non-malignant pain. It was reported that the patient connected to the pump well without issue and read a 6 hour and 29 minute lockout. 0 boluses left today locked out: boluses per day limit reached bolus duration, 2 lockout duration 4 hrs 1 bolus / 4 hours, boluses per day was 4, pump time: (B)(6) 2025 at 17:33pm (5:33pm) and local time was 5:36pm. The patient further stated their pain doctor 'changed my meds to a strong one,' and they were dealing with an infection in their foot, so their lockout was changed from every 6 hours to every 4 hours. Patient stated the last lockout they saw earlier today was for 8 hours and was longer than expected. While on call, patient stated it takes their equipment 'a long time to charge,' in reference to 'when it hits 90%, there was a delay of a minute or more. When agent inquired event date, patient stated 'as long as I've had it, and confirmed implant date of (B)(6) 2024. While reviewing bolus lockout education, patient stated their handset was on military time and was 2 hours off and was what they thought could be causing the longer lockout. Patient later stated their first bolus of the day today was 'probably during the morning, like 4 or 5am.' Patient mentioned their arm gets tired holding the communicator due to the telemetry delay. Agent reviewed pump time vs handset time and assisted patient in changing handset time. Agent also assisted patient in clearing data, and redirected patient to healthcare provider (hcp) to further discuss. When agent inquired pump medications, patient stated 'hydromorphone now, but it was morphine'. Patient appeared to reference that 'it wasn't working' but patient was talking while agent was talking and was difficult to hear and understand.

Manufacturer narrative:
Correction to h7 and h6 codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient was confused in regards to the medication "not working". There was no evidence of pump malfunction. The device was reinterrogated and reprogrammed since the episode on "(B)(6) 2025".